Event description:
It was reported that the customer's insulin pump had a blank display. The icons lit up but there was a barcode on the display. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Cracked reservoir tube lip, minor scratches on display window, and cracked case near display window corners noted during visual inspection. Blank display due to faulty lcd driver on lcd board.